Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported the all of the buttons on the infusion device do not work. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
(B)(4).